Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 2.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the mid to proximal stent struts; struts were stretched in a proximal direction along the balloon such that the proximal end of the stent covered the proximal markerband. The od (outer diameter) of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the device analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 70% stenosed, 32mm x 2.5mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left circumflex artery. Following pre-dilatation with a 2.75x15mm balloon, residual stenosis was 40%. A 2.50 x 32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was removed significant resistance was encountered and it was noted that stent fracture and fragmentation has occurred. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 70% stenosed, 32mm x 2.5mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified left circumflex artery. Following pre-dilatation with a 2.75x15mm balloon, residual stenosis was 40%. A 2.50 x 32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. When the device was removed significant resistance was encountered and it was noted that stent fracture and fragmentation has occurred. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.